Event description:
It was reported by service report that the head and foot ends were drifting down over time by themselves. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Failed nut in foot-end and head-end lift motor assemblies.